Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) lead during a routine generator change procedure. A commanded shock test was performed to test lead integrity and was successful. The rv lead remained implanted. No other interventions were performed. The patient was stable.